Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water chamber. The patient alleges smelling smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water chamber. The patient alleges smelling smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A correction was made to box e1, reporter country of origin was mistakenly left blank. The box has been corrected to united states. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in the water chamber. The patient alleges smelling smoke. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, the manufacturer t was able to confirm the device powers on and provided airflow. During review of the error logs, the manufacturer determined that the device had 5201.0 machine hours, 2501.0 blower hours and 5110.2 therapy hours. The error log showed 1 error logged. 1 instance of e-107 (err_heatedtube_disconnect) a continue error. Care orchestrator data showed the patient used an adaptive setting with a compliance rate of 44.4%, tube temperature set at level 3, and humidification set at level 3. During the investigation the manufacturer observed a dust-like contaminant on the front panel, top enclosure, rear panel, and bottom enclosure. A whitish dust-like contamination was observed at the air inlet of the blower box, and on the blower motor. The manufacturer observed no visible signs of thermal activity or abnormal scents in the device. Due to no humidifier being returned, the manufacturer is unable to confirm the complaint. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was unable to confirm the customer's complaint. In box g: date received by mfg. Has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.